Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, theatre manager advised that the operating surgeon reported that around half of the clips applied to the cystic duct and cystic artery did not close properly but half were as expected. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.